Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose over 800mg/dl. It was stated that the customer changed the infusion set five days before the event. It was stated that the customer ran out of insulin. No further info was provided.